Event description:
Revision surgery - this patient received a reverse from another manufacturer earlier in the year. The patient subsequently dislocated soon after the surgery and was revised to a djo surgical reverse shoulder prosthesis (rsp) using the size 44 +8mm construct with a monoblock and a size 44+4mm insert. The patient soon became infected and was referred to a surgeon. It was determined the surgery site was grossly infected; all of the implants were removed and an antibiotic spacer was implanted.